Event description:
It was reported that on (B)(6) 2009 the patient underwent spinal surgery. Per-op notes: "after the end plates were completely curettaged, we then trialed with the sizers and found the #10 to fit the best. Thus, we implanted a 10x20 mm interbody cage packed with rhbmp-2 sponge. The cage was implanted under direct fluoroscopic guidance. We then decorticated the transverse processes of l5 and sacral ala and laid down an rhbmp-2 sponge wrapped around the allograft. We then implanted screws... We decorticated transverse processes of l5 and s1 and laid down the rhbmp-2 sponge. On (B)(6) 2009 the patient underwent c3-4, c4-5 anterior discectomy, fusion with allograft, autograft, and instrumentation. Preoperative diagnosis: c3-4, c4-5 disc herniation. Per-op notes: "we placed the cannula sleeve and then reamed under direct fluoroscopic visualization and implanted an 8x12 mm interbody cage packed with allograft and local autograft. The cage was implanted under direct fluoroscopic visualization."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l5-s1 with a cage and rhbmp-2/acs. Post operatively, the patient developed significant pain in the area of the fusion surgery and extremities. The patient received significant medical treatment to care for injuries. The patient has never recovered from the surgery, and continues to experience daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.